Event description:
The customer reported that insulin from the reservoir was leaking during normal use. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected one opened and used reservoir and performed a manual prime and high-pressure tests per specification, the reservoir passed. No leakage or occluded anomalies were observed during testing. Checked o-rings for defects and none were found, the reservoir connected and locked properly.